Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na gen.2 results for 1 patient tested on cobas 6000 c (501) module. The initial na result was 150 mmol/l and the repeat result was 140 mmol/l. The na electrode lot number and expiration date were asked for but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.